Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The laa anatomy was challenging. After 1 full and 1 partial recapture, the position of the closure device was still suboptimal. A final partial recapture of the shoulders while applying clockwise rotation to the sheath was performed and the device was then in a position that met all release criteria. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One (1) day post procedure the patient had a transthoracic echocardiogram performed. The imaging showed that the patient had a pericardial effusion. The physician performed a pericardiocentesis and drained 800ml of dark red blood from the patient. The patient remained hospitalized and was discharged from the hospital four (4) days post procedure. There were no other complications that were reported to have occurred, and the patient made a full recovery from this event.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The laa anatomy was challenging. After 1 full and 1 partial recapture, the position of the closure device was still suboptimal. A final partial recapture of the shoulders while applying clockwise rotation to the sheath was performed and the device was then in a position that met all release criteria. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One (1) day post procedure the patient had a transthoracic echocardiogram performed. The imaging showed that the patient had a pericardial effusion. The physician performed a pericardiocentesis and drained 800ml of dark red blood from the patient. The patient remained hospitalized and was discharged from the hospital four (4) days post procedure. There were no other complications that were reported to have occurred, and the patient made a full recovery from this event.